Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 6755mcg/ml at 2699.8mcg/day, clonidine 425mcg/ml at 169.86mcg/day, bupivacaine 25000mcg/ml at 9992mcg/day and ketamine 876mg/ml at 350.12mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. The patient had a fall and was currently in the hospital with braces on.the healthcare provider stated that the patient¿s pump started beeping today. The patient¿s MRI was about a week ago. The healthcare provider pulled up the pump logs and confirmed (B)(6) 2017 18:16- motor stall occurred, (B)(6) 2017 18:51- motor stall recovered and (B)(6) 2017 16:37- motor stall occurred. It was reviewed that the motor stall and recovery on (B)(6) 2017 most likely would have been due the MRI the patient had at that time. The healthcare provider could not rule out emi at the time since the patient was not with her but check to see what type of braces the patient had on. The patient had on a simple elastic abdominal binder and an aspen plastic cervical brace. The healthcare provider would try to rule out emi and magnets before considering pump replacement. The healthcare provider also stated that it was hard to tell if the patent had been experiencing any withdrawal symptoms since she had been taking oral for her injuries. Additionally the reporter wanted confirmation on silencing the alarms. The reporter silenced the alarms and updated the pump but still saw the alarm interval set. The reporter stated that the healthcare provider didn¿t want the pump set at minimum rate and wanted the dose set to ¿3¿. It was reported that the pump had not recovered at the time of the report and the pump was not dispensing medication if there was no recovery noted. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-apr-10. The pump off password and assistance with programming the pump to off state was requested. It was reported that it was being turned off due to a problem with the device and the motor stalls previously reported were referenced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.